Manufacturer narrative:
(B)(4). The sample was requested, but not yet received. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore a batch review was not performed. Label review was not performed because no user error was suspected. Product surveillance followed up with the wife regarding the sample. The wife stated that she did receive the box to ship the sample, but she felt the instructions to prepare the sample for shipment was an inconvenience. The caregiver discarded the sample. The caregiver stated that her husband was doing well and continuing with therapy. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice(hc)device during dwell 4/5. The technical service representative (tsr) had the caregiver (cg) check the lines and bags. The cg could not find the source of the leak. The tsr had the homepatient (hp) disconnect using the aseptic technique. The cg to notify the peritoneal dialysis (pd) nurse (rn) in the morning. Follow up with the caregiver revealed that the patient completed therapy with manual supplies. The caregiver could not find any defects, however she did save the cassette. At the time of the phone call, she did not have the lot number. The caregiver stated that the patient informed the nurse and medical intervention was not needed. This was an isolated incident and the patient continues with pd therapy. No patient injury or medical intervention was reported.